Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Clinical information review: photos and a video were submitted for review. Three (3) photos depict a table with items set next to one another: a tip wrench, a tip sleeve, and a phacoemulsification tip broken off at the port. There was a video submitted which was (00:15) fifteen seconds long. The video begins with a person holding a phacoemulsification tip sleeve with a small piece of broken off tip still lodged in the sleeve. They pick up the tip wrench and show the remaining tip still lodged in the wrench. Then the video ends. A questionnaire was completed as part of this investigation. The surgeon noticed aspiration wasn¿t functioning as expected. The phacoemulsification tip was immediately removed from the eye and was found to have broken off. The operator¿s manual includes warnings: do not operate the phacoemulsification handpiece unless the tip is immersed in balanced salt solution (bss) sterile irrigating solution or distilled water or is in surgical use. Irreparable damage to the handpiece and tip can result if run dry. Ensure that test chamber is filled with bss sterile irrigating solution before tuning the phacoemulsification handpiece. Tuning a handpiece dry may result in premature tip failure and breakage. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use include: phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye. The operator¿s manual includes images on proper preparation of the test chamber and placing the handpiece in the pouch for tuning. The bss irrigating fluid must fill the test chamber completely, then slide the test chamber over the handpiece tip. Place the handpiece vertically in the pouch formed with the drape. Hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/aspiration lines to clips on top of tray. Ensure tubing is not kinked. The active sentry handpiece is treated the same way, except it must be placed in a stationary position with no movement. Clinical evaluation has been reviewed; the evaluation did not indicate if the device contributed to or could have contributed to the reported event. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos and video attached was reviewed by the manufacturing site. Photo 1 shows a wrench, sleeve, and phacoemulsification tip broken at the ab hole. Photo 2 & 3 shows the phacoemulsification tip in the wrench and the broken tip retained in the sleeve. Video shows broken tip being rotated. Reported issue is confirmed. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that difficulty in suction due to phacoemulsification tip had broken during surgery. The procedure type was unknown. The surgery was completed on the same day by replacing with another kit. There was patient contact with no impact. Additional information received that difficulty in suction due to phacoemulsification tip (phaco tip) had broken during phacoemulsification surgery at the time of cataract aspiration. This report pertains to phacoemulsification tip involved in this reported event.